Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser was not working. No other information could be obtained.

Manufacturer narrative:
Additional and corrected information provided in b.5. The manufacturer internal reference number is:(B)(4).

Event description:
The system was switched out to complete the case.

Manufacturer narrative:
A printed circuit board (pcb) received for evaluation. The sample evaluation found a component pin on the top pcb connector to be non-conforming. The root cause can be attributed to the non-conforming top sensor pcb connector on the pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system but did not indicate replicating the reported event. The company service representative performed diagnostic testing and the system displayed system message (sm) - [infusion lpas pressure error. Infusion/irrigation and extraction functions will be disabled]. Unrelated to the reported event, the xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).